Event description:
Upon checking the pt's IV site, blood was found leaking from the t connector because the tubing had become dislodged from the distal hub connector. This premature infant lost an estimated 3-5 cc of blood. After this incident occurred, another t connector was pulled and checked and it also separated at the hub connection. All of the t connectors from this lot were removed from stock and are being returned to the company.